Event description:
It was reported that during the pulsed field ablation to treat paroxysmal atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that fluid leak occurred from the hemostatic valve of the sheath. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return as disposed. It was further reported that there was no damage seen in the luer. Pump was used for irrigation. Air was seen in the sheath. No air was seen in the patient. The leaking fluid was blood and approximately 1cc blood loss occurred.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and h6 device codes a180103, a1415. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation to treat paroxysmal atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that fluid leak occurred from the hemostatic valve of the sheath. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return as disposed.